Event description:
Customer complains about false positive result for gentamicin after gentamicin treatment was stopped on (B) (6)-2009. Sample withdrawn from the pt on (B) (6)2009 gave gentamicin result of 2.3 ug/ml, this sample was tested on a different analyzer and the results was <0.3 ug/ml(=negative). On (B) (6)2009, new sample was withdrawn from the pt, it was tested on c501 by this customer and the result was 2 ug/ml, this same sample was then sent out to an outside lab, and the results was 1.7 ug/ml. This same sample diluted 1:2 by customer gave the result 0.8 ug/ml (0.39x2 = approx 0.8). No info was provided to determine if any adverse events occurred. If add'l info is received, appropriate notification will be provided.